Event description:
It was reported that a patient's blood glucose levels (bg) reached 278 mg/dl, while wearing the pod less than 1 hour, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The pod arrived fully deployed. Timeouts were observed in conjunction with an 0x14 occlusion. No damages or deficiencies were observed that could be confirmed as the cause of the reported alarm. The cause of the reported 0x14 occlusion alarm could not be determined. A tear was observed in the exposed portion of the soft cannula. This damage resulted in a fluid leak. The cause and timing of the cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.